Event description:
It was reported by the customer that the pyxis medstation es system experienced drawer issues. Customer stated that the medication administration was delayed by about 30 mins. Required medications: oxycodone ir 5mg tablets, oxycodone 20mg/2ml ampoules, fentanyl 100mg/2ml amps, famotidine 20mg tablets, pethidine 100mg/2ml, fentanyl 500microg/10ml were the most affected drugs. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer displaying error "device not detected on bus". A field service engineer, confirmed that the customer has replaced drawer to resolve the issue. The system functioned as intended.